Event description:
Boston scientific received information that this right atrial (ra) lead was capped due to lead insulation damage. The ra lead was separated exposing the coil which was stretched out. The physician was not able to repair. The ra lead was surgically abandoned. No additional adverse patient effects were reported.